Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test at 0.08715 inches.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced hypoglycemia. Customer's blood glucose level was 40 mg/dl at the time of incident and other 153 mg/dl. Customer had using insulin pump system within 48 hours of reported low blood glucose event and auto mode was active. Customer alleging possible pump over delivery. Customer was neither in emergency room, nor admitted into hospital. The insulin pump will be returned for analysis.